Event description:
It was reported that the pump touch screen was unresponsive. There was no patient involvement as the pump is a demo pump. The pump was replaced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
H4: section d.